Event description:
A us distributor contacted zoll to report that the lifevest pinched and broke a patient's dialysis tubing that was coming from his chest. The patient went to the emergency room and received antibiotics. The patient reportedly continued to have issues with the tubing placement and the location of the lifevest and was concerned the tubing would be damaged again.